Event description:
It was reported that there was an ¿air bubble" error. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged (detached) dso (downstream occlusion) seal, and damaged battery compartment. Customer problem was duplicated. The dso seal and battery compartment were replaced. Functional test was performed - found defective dso sensor and air detector. The dso sensor and air detector will be replaced. Occlusion test was used. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.